Event description:
It was reported that the patient experienced pain in the left cylinder tip of the inflatable penile prosthesis (ipp) due to impending erosion. The entire ipp was removed and nothing was re-implanted. No further complications were reported in relation to this event. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis.